Manufacturer narrative:
A ge representative evaluated the system and cleared the firmware nodes and reloaded software. System operates as intended. (B) (4).

Event description:
The customer reported the system is displaying an x-rays disabled error. No pt injury was reported.